Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The device was returned over a 0.014 inch guide wire and through a 6 fr guide catheter. A visual examination of the crimped stent found the stent had moved distally on the balloon and was located at the distal end of the guide catheter. The distal end of the guide catheter was damaged. The crimped stent was damaged along its entire length with overlapping and bunching of the stent struts. During analysis, the device was unable to removed from the guide catheter due to the damaged stent. As a result, the hypotube was cut in order to remove the device from the guide catheter. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system.. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After predilation was performed using a balloon catheter, a 3.50x38mm promus element ¿ long stent was advanced but it did not cross the lesion. The stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent movement on balloon and stent damage.